Event description:
It was reported that the patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced for magnetic resonance imaging (MRI) access, and a new spinal cord stimulation (scs) lead was added to have better coverage.